Event description:
Ous MDR - after about one month, the lead was not capturing. The lead was explanted.

Manufacturer narrative:
Ous MDR - upon receipt, the lead was subjected to visual and electrical analysis. The damages to the outer insulation and the deformations of the inner and outer coil are due to mechanical forces. Since there was no evidence of a material or mfg problem, traction forces during the explantation should be taken into consideration. A program print from (B)(6) 2008 to (B)(6) 2008 was provided as well. For this period of time, the measured impedance was normal and stable. Thus the varying impedance mentioned in the complaint description could not be verified. The analysis did not show any deviations from the technical specifications.